Event description:
The complainant is an insulin dependent diabetic. The customer stated that in 2001 at approximately 1:25 am paramedics were summoned to the customer's home. The paramedics did a blood sugar reading (method unknown) and received a result of 23 mg/dl. The customer was given apple juice and a short time later they re-tested the customer's blood sugar and a result of 65 mg/dl was obtained. Using the sample blood sample the customer did a blood sugar test with the customer's dex system and received a result of 163mg/dl. While on the phone a review of the system was conducted. Electronic checks of the system were satisfactory. It was learned that the customer was using expired reagent while doing the test. The importance of verifying expire-dated materials was explained. The customer understood. Replacement reagent was provided to the customer. The complaint is considered closed for purposes of MDR.